Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot passed. The log was downloaded and reviewed finding no errors related to the complaint. Receiver functional tests were performed and passed all relevant tests. "Try it" manual tests were performed and passed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it measured within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).